Manufacturer narrative:
Device evaluation: failure analysis found that the primary issue of a loose grip cable at the proximal end was directly related to the customer¿s complaint. Visual inspection confirmed the grip cable was loose from its original position at the proximal end, resulting in the instrument failing the initialization test and the jaws not opening or closing properly. The root cause was attributed to component failure. Further investigation revealed that the instrument failed initialization on three out of three attempts in-house, as confirmed by both log review and testing. The log review verified a homing error indicating the vessel sealer extend failed during homing on arm 2. There was no debris found on the jaws. The loose grip cable likely prevented the grips from closing, causing the instrument to fail the self-test/homing (initialization) and, in most cases, exposing the blade. Additionally, the instrument exhibited a low torque error, that is outside the expected range on arm 2. This indicates that the instrument experienced low torque during use, which usually results in a sealing malfunction. The initialization test was bypassed, and a hard grip force test was performed; the instrument passed the grip force test. The low torque errors are frequently caused by a loose grip cable at the proximal end, which may result from component failure due to use or a manufacturing issue where the grip clamping pulley has a loose screw.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc (isi) did receive a da vinci product to perform failure analysis; however, the evaluation has not been completed at the time of this report. A system log review was performed, and the logs show that the vessel sealer extend (vse) was installed 3 times and passed homing twice and failed once. There are 24 cut complete events and 1 strong grip fail event were noted, indicating that there was likely insufficient torque required to complete a sealing event. The logs show 11 coag events with no errors and 34 seal events with one high initial starting impedance error and ¿blank¿ error, log_strong_grip_low_torque error and log_vs_homing_failed error which aligns with the time stamps of the same errors seen. The instrument was used for about 14 minutes. It¿s likely that there could be a loose grip cable causing a low torque failure which possibly led to the grips not closing all the way, leading to a failed homing event. It¿s also likely that the low torque led to the ¿blank¿ error in the seal event seen in the logs.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy, the right fallopian tube became caught between the jaws of the vessel sealer extend (vse) instrument. An error message appeared on the monitor, indicating an incomplete seal cycle and a sealing malfunction, along with a "press arm swap" alarm. The vse functioned as intended when cutting and sealing the left fallopian tube. The issue occurred during the second seal, while the surgeon was sealing the right fallopian tube. Three audible tones were heard, and the instrument jaws remained closed and could not be opened, despite following all troubleshooting instructions displayed on the monitor. No staples, clips, sutures, or other objects came into contact with the instrument jaws. The tissue had not been exposed to chemotherapy or radiation and showed no signs of calcification. Additionally, the instrument jaws were neither immersed in liquid nor contaminated by carbonized tissue. The surgeon successfully released the right fallopian tube by pulling, wiggling, and shaking the instrument. No tissue injury or bleeding was noted. A backup instrument was used to finish the procedure, resulting in a delay of less than five minutes. No adverse complications occurred, and the patient did not require prolonged hospitalization due to the event.